Event description:
It was reported during treatment , the cardiosave intra-aortic balloon pump (iabp) displayed internal communication error#111, and #118. There was no patient harm.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d1, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Event site postal code: (B)(6). A getinge field service engineer (fse) had replaced the executive processor board and video generator board. But after a few hours later , a communication error of 136 had been occurred than the fse had replaced the coil cable and started running the unit but 136 again caused a shutdown , and than the fse had replaced the video generator board with a different new part and the running was improved. Than the fse had conducted the maintenance inspections, in which they had cleaned the inside of the main unit , replaced the lithium ion battery , back up alarm battery , tidal disk and also conducted the inspections based on the inspection record sheet , and the results were good.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had replaced the executive processor board and video generator board. But after a few hours later, a communication error of 136 had been occurred than the fse had replaced the coil cable and started running the unit but 136 again caused a shutdown, and than the fse had replaced the video generator board with a different new part and the running was improved. Then the fse had conducted the maintenance inspections, in which they had cleaned the inside of the main unit, replaced the lithium ion battery, back up alarm battery, tidal disk and also conducted the inspections based on the inspection record sheet, and the results were good. More than three (3) gfe attempts have been performed to obtain additional information and for the product return. No response was received about part return. If additional information is received or the part becomes available the complaint will be processed accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during treatment, the cardiosave intra-aortic balloon pump (iabp) displayed internal communication error #111, and #118.